Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, administered a subcutaneous dose of external fast-acting insulin without disconnecting from the ilet, and later identified a bent infusion set cannula when disconnecting at the hospital; the event involved troubleshooting and education, low remaining insulin in the cartridge, and subsequent treatment with subcutaneous insulin at a healthcare facility. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention requiring medication and were characterized alternately in records as no health consequences and as a serious illness. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem related to improper or incorrect procedure, and no applicable device component term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.